Manufacturer narrative:
At this time, the available information suggests that this device remains in-service and the physician was notified of code 1003. No further information has been made available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) device exhibited an alert for premature battery depletion and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This was discovered via a latitude transmission report during evaluation of patient symptoms when the patient was in the emergency room with chest pain. Per device interrogation by the boston scientific representative, the device did not appear to cause or contribute to patient's chest pain symptoms. No adverse patient effects were reported. The device remains in service at this time.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.